Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the system was explanted due to a suspected infection. The patient was stable. Related manufacturer reference number: 2017865-2021-06998, 2017865-2021-06999.

Manufacturer narrative:
Analysis was normal. No anomalies were found.